Event description:
Information was received that a smiths medical level 1 trauma fast flow systems - h-1200 was noted to be leaking and alarming no disposable. No further information reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered on and was noted to have a leak in the return tube 0-ring. An additional issue was also noted with the air detector as it did not power function as intended. The reported customer complaint regarding the leaking was confirmed. However, the disposable alarm was unable to be confirmed. Faulty air detector power supply was replaced. The device then passed all functional and electrical testing as temperatures were measured to be within tolerance. The problem source has been determined to be unknown.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. No adverse effects were reported. Event date updated.